Event description:
The user facility reported that during an angiogram in interventional radiology: the physician was trying to remove sheath; and the sheath unraveled within the artery. Follow up information from the user facility confirmed: there was no patient injury or medical intervention required; the procedure was successful; and patient demographic information could not be provided due to user facility hippa policy.

Manufacturer narrative:
Results - based upon evaluation of the user facility information and the return sample; 213 is based upon the retain samples from the reported lot as well as the surrounding lots conclusions - based upon evaluation of the user facility information and the return sample; based upon the retain samples from the reported lot as well as the surrounding lots the product code initial reported by the user facility on the user facility medwatch form ((B)(4)) was confirmed to be invalid. Subsequent follow up was able to determine that the product code involved was (B)(4). The involved device was returned to the manufacturing facility for evaluation. A visual examination of the return sample confirmed the reported issue. A visual examination of the return sample revealed that both the inner and outer layers of the sheath were completely separated at multiple locations. The edges of separated areas of sheath appeared jagged and stretched. The exposed inner coil was noted to be stretched and broken as well. An evaluation of the retention samples from the reported part/lot and the surrounding lots was conducted. There were no visual anomalies noted during a visual evaluation. In addition, functional and dimensional testing confirmed the products met manufacturing specification. A review of the device history record indicated that there were no production related problems from this part/lot number combination. A review of the complaint files confirmed that there have been no similar reports for this part/lot number combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the device becoming snagged on calcification, scar tissue, or tortuous anatomy, causing the clinician to pull on the device, which then resulted in the separation of the sheath. The potential for such an event is addressed in the instructions-for-use with statements such as the following: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up # 1 for MFR. Report # 1118880-2015-00018 to provide the user facility medwatch report information and attachment that was inadvertently missed in the initial report. The user facility medwatch report was received by terumo on may 21, 2015, medwatch report no. (B)(4). The event description states, "during angiogram in interventional radiology; when physician was trying to remove sheath; the sheath unraveled within the artery." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for MFR. Report # 1118880-2015-00018 to provide the user facility medwatch report information and attachment that was inadvertently missed in the initial report. The user facility medwatch report was received by terumo on may 21, 2015, medwatch report no. (B)(4). The event description states, "during angiogram in interventional radiology; when physician was trying to remove sheath; the sheath unraveled within the artery."